Event description:
No info, old port awaiting pick-up. F/u findings: per healthcare professional, "breakdown of band tubing."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the explant date. Labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."